Event description:
In 2007, the pt underwent endovascular repair of a thoracic aortic aneurysm using gore tag thoracic endoprostheses. Angiography performed in 2009 revealed a proximal type 1 endoleak. A reintervention took place in 2009. An additional gore tag thoracic endoprosthesis was implanted, and the endoleak resolved. The pt is doing well.

Manufacturer narrative:
Method: a review of the manufacturing paperwork has been conducted. Results- the review of the manufacturing paperwork verified that this lot met all pre-release specifications.